Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and dilaudid (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was spinal pain. On (B)(6) 2016 the patient's pump pocket eroded and ruptured the patient's skin. The patient stated that where the catheter met the pump, it had broken through the skin. No infection or other symptoms were reported. The patient was currently in the waiting room to meet with her doctor about the issue. Additional information was received from a consumer. The patient had been in the hospital for about a week due to a resurfaced catheter. The patient now has a hole in her stomach. Per the patient, no one was doing anything about her situation. Additional information was requested regarding drug information, patient medical history, diagnostics performed, the cause of the pump erosion, actions/interventions taken, and resolution of the event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).